Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had issues with finding the amount of a bolus that was delivered after customer enter the information. Customer's blood glucose was 144 mg/dl. Tandem technical support reviewed pump history and found that the pump time/date were incorrect. Customer reported that the incorrect time/date setting was due to use error and after correcting the setting, the bolus issue was resolved.